Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 05/05/1998. On 05/06/1998 after iabp for about 12 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. The following was reported to datascope on 06/10/1998: there was no pt injury or complication as a result of the event. Another iab was inserted on 05/06/1998 because the pt was doing poorly. (Event complications): none from the event - reported 05/06/1998m 06/10/1998. (Pt's current status): being weaned - reported 06/10/1998.